Manufacturer narrative:
Concomitant medical products section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, ubd: , UDI#: h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed. Logs captured six sessions on the date of issue. It was observed from the logs that the user was in a navigation task where the system exited with a segfault and a core in the qmlguiservice. The core file was generated by "qmlguiservice," and the program got terminated by signal sigsegv (segmentation fault) in the libqt5gui.so.5.6.3 library inside the function "qplatforminputcontext::inputdirection()". Codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that after obtaining a sample during a cranial biopsy procedure, the system displayed internal error code 64. The system booted back to the main sign in screen, and the site was then able to sign back in and regain their previous registration without further issue. There was no patient impact, no delay.